Event description:
Remains stuck at zero, does not want to finish the start-up. It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up correctly. Onsite inspection and log file analysis identified an issue with the geometry pc, which kept restarting. After reloading the geometry pc software, the system was returned to use in good working order.